Manufacturer narrative:
The complaint investigation for falsely decreased alinity I tsh results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer confirm the complaint issue. A review of tracking and trending did not identify any related trends for the product for the issue. Device history review did not identify any potential non-conformances, deviations, or non-conformances with the complaint lot. The overall performance of alinity I tsh reagent was reviewed using data gathered from customers worldwide. The median population result for the lot is within established limits, indicating that the lot(s) are performing acceptably in the field. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I tsh reagent lot 63318ud00 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely decreased alinity I tsh result for one sample. The following results were provided: (B)(6) 2024 sid: (B)(6) initial result = 0.1987 uiu/ml, repeat result on (B)(6) 2024 with result = 1.0041 uiu/ml. No impact to patient management was reported.

Event description:
The customer observed a falsely decreased alinity I tsh result for one sample. The following results were provided: 02oct2024 sid: (B)(6) initial result = 0.1987 uiu/ml, repeat result on(B)(6) 2024 with result = 1.0041 uiu/ml no impact to patient management was reported.

Manufacturer narrative:
Section a1 patient identifier complete information: (B)(6) an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.